Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have indicate the year 1996 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with transient light sensitivity in both eyes(ou) post treatment. Topical steroid dosage was increased. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The surgery center noted the patient states there is more light sensitivity on the right eye than the left eye that has not improved since treatment. The patient reported the symptoms are not interfering with daily activities. The patient has begun lotemax pulse for both eyes. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x .00 x 90, left eye pre-op 20/20 -.75 x .00 x 90. This report is for the excimer laser equipment. A separate report will be filed for the femto laser equipment.